Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of perforation is listed in the nc trek rx coronary dilatation catheters instructions for use as a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild tortuosity, heavy calcification and 80% stenosis in the mid circumflex coronary artery. During pre-dilatation with a 2.5 x 12 mm nc trek balloon catheter at 10 atmospheres, a rupture [perforation] occurred. The physician judged that the calcification was too serious at the lesion, and there was no concern about the product. A 2.8 x 19 mm graftmaster was advanced to treat the perforation, but could not cross the lesion. A 2.8 x 16 mm graftmaster was used to cover the perforation successfully. No additional information was provided.